Event description:
Reporter alleged obtaining the result of 12.4 mmol/l on the aviva system and 5.4 mmol/l back to back within 10 minutes on the lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).